Event description:
It was reported that when an asymptomatic patient presented in clinic, device showed back-up vvi mode. The patient's presenting rhythm was with no pacing support observed during backup vvi. A device download was performed successfully. Device remains implanted.